Event description:
Pt with right breast deformity with reconstruction left augmentation mammoplasty for symmetry with a grade 2 ptosis and a grade 3 capsule with suspicion for ruptured implant and right neck scar. Pt presented for revision for reconstruction and scar revision. Upon removal of right implant, it was noted that there was no ruptured implant on the right. The left breast implant was ruptured. Unknown as to MFR/reference/lot numbers of removed implants.